Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The most probable cause of the reported event was due to over-used column (maximum limit of 2500).

Event description:
On (B)(6) 2017 a customer reported getting check peaks flag and fast retention time (rt) of 0.64 minute (the acceptable range is 0.57 to 0.61 minutes) on quality controls (qc) and the rt of 0.61 to 0.62 minutes on patient samples on the g8 instrument. Per customer, the column count is 5155 injections (maximum recommended is 2500 injections). On (B)(6) 2017, technical support specialist (tss) followed-up with the customer. The customer reported that after changing the column as suggested by tss, the rt for qc and patient samples is 0.60 to 0.61 minutes. Customer also noted the check peak flag no longer appears on the chromatogram. The g8 instrument is functioning as intended. No further action required from technical support. It is not known whether hemoglobin a1c results were different before and after the retention time adjustment. There is no indication of any patient intervention or adverse health consequences due to this event